Event description:
The medical article ''valve-in-valve-in-ring: a bailout strategy to tackle paravalvular leaks due to device malapposition'' was reviewed. During the review it was noted that a 55-year-old male underwent a mitral valve-in-ring transfemoral percutaneous procedure with a 26mm edwards sapien 3 ultra valve. After the valve was released, severe paravalvular leak coming from the lateral side was observed, possibly due to the high position of the sealing skirt in the lateral portion of the stented valve. To promptly tackle this issue, a second valve with further post-dilation was successfully implanted, and the paravalvular leak disappeared. At the end of the procedure, no paravalvular leaks were detected and only a mild increase of the mv mean gradient (8 mmhg) with normal estimated pulmonary pressures was present.

Manufacturer narrative:
As the actual product was not returned for evaluation, olympus performed a reproduction check using a representative device according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfied the product standard. The root cause of the user's report cannot be conclusively determined but the most likely causes for the reported phenomenon (distal end cover falling off) are as follows: 1) chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope, 2) the cover was easily removed from the scope due to insufficient attachment to the scope, or, 3) when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The device instruction manual includes the following caution and warning statements: "please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.". The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.